Event description:
During a thyroidectomy, the surgeon was using a small clip applier during procedure, and clips were falling off after they were placed. Also misfiring of clip applier and the jaws of the clip applier were not opening. Post event medtronic representative will be replacing all of the older version clip applies with the newer model.